Event description:
It was later reported that there was a possible insulation issue. The lead was replaced and remains implanted -out of service.

Event description:
It was reported that the right atrial (ra) lead showed no capture at high thresholds, low pacing impedance, and undersensing. The ra lead was turned off. The patient will be re-evaluated at a later date to determine if a new atrial lead is needed. The lead remains implanted but is inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 ipg; implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)